Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that unspecified bd infusion set was damaged the following information was received by the initial reporter with the following verbatim it was reported by customer that the end "snapped off as it was being connected to the patient's IV port". This is the second tubing concern at this site on the primary tubing.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. The male luer was separated from the tubing. No other defects or abnormalities were observed. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of the separation between tube and male luer component were the following: medica solvent dispenser malfunction. Assembly method not follow up. A quality alert was created to awareness to the people involved in the operation of this bonding. A device history record review could not be performed on material because the lot number is unknown.